Manufacturer narrative:
The returned arm was evaluated. The c-ring was found to have broken and was missing. This prevented the arm from staying rigid as intended. It is unclear at this time what led the ring to break; however, based on the evaluation received from the device manufacturer for previous complaints of this type involving arms manufactured in the same time period, it is believed that the devices undergoing intensive use over the course of several years would have contributed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the retention c-ring on an articulating arm was found broken during a routine inspection. There was not a surgery or patient involved with this event.